Manufacturer narrative:
(B)(4). The unit p-cap / test reservoir locks in place properly. The pump was received with no button response, due to the keypad assembly is peeling off/damage. Unable to perform the displacement test and self test due to no button response. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and keypad overlay peeling/damaged. In summary, customer alleged cracked keypad overlay confirmed. Keypad/button unresponsive/button error confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was performed and had a crack in the button. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.